Event description:
Philips received a complaint on the philips mrx defibrillator indicating that the device displayed a paddles off message. There was no reported patient involvement. Available details indicate that the device displayed a paddles off message. Details provided in an update from the source case indicate that the field service engineer was not able to duplicate the reported issue, performed a successful operations check, and the device was successfully returned to service.